Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels. Reportedly, the customer alleged that bgs were not responding to boluses being delivered. In addition, the customer experienced "fatigue" regarding the process of confirming boluses and alleged that the number of steps required before a bolus to be delivered caused the customer to not pay attention while using the bolus feature. The contact declined to perform a system check with tandem technical support.